Event description:
Balloon/leakage, rupture.

Manufacturer narrative:
The report we rec'd indicated that there was a balloon/leakage, rupture. Shunt pta at cephalic vein with moderated calcification, tortuous and stenosis unk: due to the calcification, the balloon was slit-ruptured below nbp (pressure unk). The procedure was completed with another balloon (same prod). Indeflator: everest. Gw: radifocus 0.018 in 150 cm (terumo). Sheath: mosquito (goodtec/size unk). There was no adverse effect to the pt. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.